Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, the clip was fired, but due to an incision site that was too small the clip deployed on the outside of the skin. Manual arterial compression was applied but the patient experience a vasovagal response, (a drop in heart rate and blood pressure) and manual arterial compression was stopped as the patient was given oxygen. A hematoma had developed, caused by the initial manual arterial compression and was resumed to treat the hematoma and achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use: under caution - it is necessary to creat a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device cannot be completed. A review of the lot history and a query of the complaint-handling database could not be performed because the lot number was not provided. Starclose se instructions for use, in step 1 under closure procedure, states it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. Deploying the clip on top of the skin can be caused by inadequate nick and spread. The complaint information reported an incision site that was too small caused the clip to be deployed on top of the skin.